Event description:
The event is reported as: complaint was reported as the following: alleged issue: the ballard suction catheter is getting stuck at the end of the sheridan 2.5 ctt. On the inside of ett tube directly above the murphy eye there is some sort of obstruction. This obstruction blocks the suction catheter from going down the ett and gets it stuck when pulling the suction catheter back. No pt injury reported. Pt current condition is unk.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.